Event description:
It was reported that the procedure was coil embolization of a (pcom) posterior communicating artery aneurysm measuring 2.95 x 4.19mm, the orbit mini complex fill 3x4 coil (637mf0304/ 15263751) was adjusted for positioning within the aneurysm, but the coil stretched. The, device was withdrawn and changed to another coil to complete the procedure. During the repositioning process, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter, however after repositioning, no resistance was noted when the coil was advanced. During placement of the coil, no resistance occurred during withdrawal for repositioning in the aneurysm. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and after the event, the same mc was utilized to complete the procedure, since it was not damaged, kinked or bent. The mc was re-shaped prior to use with the shaping mandrel, and no damage was noted after re-shaping was completed. During the initial insertion of the coil delivery system, no resistance was noted at any time during advancement of the coil through the mc, and no force was used to advance the coil. Other than the reported event, no other damages were noticed on the coil or delivery system (broken, fracture, detached coil, delivery system issues, etc), and the coil remained attached to the delivery system.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15263751 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received entangled inside a plastic bag, several kinks were found along the hypotube, embolic coil was found all stretched, introducer was found completely separated from unit; no other anomalies were noted. Gripper and embolic coil were observed under the microscope; gripper presented no damage while embolic coil was found entangled and all stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ''coil unraveled/stretched'' was confirmed, the embolic coil was received stretched, the cause of this damage and the cause of damage found on the hypotube could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was report that during a coil embolization of a posterior communicating (pcom) artery aneurysm measuring 2.95mmx4.19mm, the 3x4 orbit mini complex fill coil (637mf0304/ 15263751) was adjusted for positioning within the aneurysm, but the coil stretched. The, device was withdrawn and changed to another coil to complete the procedure. During the repositioning process, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter, however, after repositioning, no resistance was noted when the coil was advanced. The instructions for use (IFU) cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. During placement of the coil, no resistance occurred during withdrawal for repositioning in the aneurysm. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and after the event, the same mc was utilized to complete the procedure, since it was not damaged, kink or bend. The mc was re-shaped prior to use with the shaping mandrel, and no damage was noted after re-shaping was completed. During the initial insertion of the coil delivery system, no resistance was noted at any time during advancement of the coil through the mc, and no force was used to advance the coil. Other than the reported event, no other damages were noticed on the coil or delivery system (broken, fracture, detached coil, delivery system issues, etc), and the coil remained attached to the delivery system. One non-sterile trufill dcs orbit was received entangled inside a plastic bag, several kinks were found along the hypotube, the embolic coil was found all stretched, and the introducer was found completely separated from unit; no other anomalies were noted. The gripper and embolic coil were observed under the microscope; the gripper presented no damage while the embolic coil was found entangled and stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled stretched coil was confirmed with analysis of the returned device. The cause of this damage and the damage on the hypotube could not be conclusively determined. However, with review of the reported information, repositioning the microcatheter over the deployed coil is an identified procedural factor possibly contributing to the stretching of the coil. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. With review of the device history record review and analysis there is no indication of any manufacturing defect or anomaly contributing to the event as reported. It is possible that procedural factors or handling factors addressed in the IFU may have contributed. Therefore, no corrective actions will be taken.